Manufacturer narrative:
Suspect medical device was updated. Calibration signals were slightly higher than expected. Qc was acceptable. The customer used an eppendorf tube for the patient sample. Eppendorf tubes are not an approved tube or sample cup type for use on the e601 module. Product labeling provides the specifications for the appropriate tube type. A "sample short" alarm was observed on the alarm trace data. This suggests possible poor sample quality. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys ca 19-9 (ca 19-9) on a cobas 6000 core unit. The initial result was 205.6 u/ml. This result was reported outside of the laboratory where it was questioned as it did not match the patient¿s clinical picture. On (B)(6) 2020 the sample was repeated twice with results of 15.57 u/ml and 15.91 u/ml. The ca 19-9 reagent lot number was 46466503 with an expiration date of 30-nov-2021.